Manufacturer narrative:
Associated medwatches: 9610612-2020-00662, 9610612-2020-00663, 9610612-2020-00664, 9610612-2020-00665. Investigation results: to date there is no device available for investigation. Therefore, no investigation possible. Investigation of the supplied images : the provided x-ray figures give no hints regarding the root cause of the implant loosening. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are 2 similar complaints against the same lot number 52491331. The current failure rate lies outside the accepted failure rate which is defined in the risk analysis. Conclusion and measures / preventive measures: on the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. For further investigations we need the product for examination. The risk analysis has to be verified by r&d.

Manufacturer narrative:
Investigation on going. Additional information / results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with as univation xf tibia cemented t2 lm. According to the complaint description, the patient had a revision surgery, because of loosening implant. Loosening was noted on (B)(6) 2020. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00662 (B)(4). 9610612-2020-00663 (B)(4). 9610612-2020-00664 (B)(4). (B)(4). Involved components: nl471- univation f meniscal comp.t2 rm/lm 7mm - 52446821. Nl471-univation f meniscal comp.t2 rm/lm 7mm- 52476195.